Event description:
After struggling with ¿mysteriously caused¿ symptoms for years (started within 1 year after breast augmentation and worsening over time) I was finally diagnosed with two autoimmune disorders, hashimoto¿s thyroiditis and with pernicious anemia requiring me to be on medication for life, or else I could become very ill or die.